Manufacturer narrative:
The device was returned and evaluated by cardinal health. The device was received with buttons #1 and #2 fully depressed. Button #3 was not retracted. Leak testing was performed and no leak was found in the balloon. Subsequently, visual inspection revealed that there was no saline in the balloon. The condition of the returned device indicated that the balloon was not purged of air during the preparation step. Also, it was observed that the balloon's distal tip was severely inverted and the core wire curled, which indicates excessive tension was applied during pullback. During the investigation, vacuum was drawn from the balloon, then the balloon was fully inflated with water and pressure was maintained. The inflation indicator performed per specification. The inflated balloon diameter was also verified and was noted to be within specification. There is no evidence to suggest that the mynx vascular closure device did not meet specification or perform as intended per the IFU. The review of the lot history record (f1620401) indicated that there were no reworks or related non-conformances (ncmrs) for this lot. The lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the information provided and the investigation performed, the root cause of the reported event could have been due to incorrect preparation of the balloon. The mynx instructions for use (IFU) instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use and to pull lightly on the device handle to ensure the balloon is abutting the vessel wall during deployment. Failure to purge the device of air during the preparation step and excessive tension applied to the device during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy. In addition, it was reported that there was presence of significant scar tissue during the procedure. It should be noted that severe scar tissue in the vicinity of the puncture site could cause the procedural sheath to kink, obstruct the device path and/or create resistance during pullback, potentially contributing to a device pull through. Per the mynx IFU, the safety and effectiveness of mynx have not been established in patients with prior surgical procedure, pta, stent placement, or vascular graft in the common femoral artery. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It was reported that the balloon of a mynx ace vascular closure device pulled through the arteriotomy. The mynx device was used following an interventional coronary procedure for arterial closure in conjunction with a 6f sheath. Manual compression was applied for less than 30 minutes and then a femostop was placed to achieve hemostasis. The patient recovered and was discharged the next day. The patient's hospitalization was not extended due to the mynx procedure. Additional information was requested, but was unknown.